Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately calcified and moderately tortuous right coronary artery. On the first inflation, the 2.0x20 maverick2 monorail balloon was inflated to eight atmospheres. On the second inflation, the balloon was inflated to ten atmospheres and ruptured. The balloon was removed intact. It is unk how many inflations occurred. The procedure was completed with another of the same device. The pt's status is listed as no problem with no complications reported.

Manufacturer narrative:
(B)(4)